Manufacturer narrative:
Clinical evaluation performed by medical affairs manager: partial hip revision surgery (stem and head) occurred 3 years after primary cementless total hip arthroplasty in an active (B)(6) patient. Radiographic image provided shows the presence of radiolucent lines around the stem and signs of stress shielding suggesting implant mobilization. Aseptic loosening is a possible literature described adverse event after cementless total hip replacement and causes are often unknown. The reason of this event cannot be determined. Visual inspection performed by r&d project manager: visual analysis shows femoral stem with hydroxyapatite layer absorbed only in the distal part. Few bone growth spots on the proximal part. This is in line with the revision cause: mobilization. Signs of extraction on the neck. It is not possible to determine an implant-related failure root cause. Batch review performed on 05 february 2019: lot 155228: (B)(4) items manufactured and released on 16-dec-2015. Expiration date: 2020-11-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed, 2 years and 10 months after primary surgery, due to stem loosening occurred in an active and young patient.